Event description:
It was reported the patient died approximately six months after device replacement. The cause of death has been requested and not received. It was further reported by the physician's nurse that the circumstances of the patient's death are unknown. The patient's was at the (B)(6) hospital for approximately six months prior to the patient's death. The cause of death and device relatedness is unknown. The patient had extensive cardiac history and the patient's son stated the death was due to coronary disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4), proximal segment of the lead was returned and analyzed. No anomalies found. Distal conductor cut, outer insulation breached cut, outer insulation cosmetic depression, apparent explant damage, and visual analysis performed only. All conductors blood/body fluid (not obstructed), outer insulation cosmetic cut and depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4), proximal segament of the lead was returned and analyzed. No anomalies found. Distal conductor cut, outer insulation breached cut, outer insulation cosmetic depression, apparent explant damage, and visual analysis performed only. (B)(4), proximal segment of the lead was returned and analyzed. No anomalies found. All conductors blood/body fluid (not obstructed), outer insulation cosmetic cut and depression, apparent explant damage, and visual analysis performed only.

Event description:
It was reported the patient died approximately six months after device replacement. The cause of death has been requested and not received.